Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a regular scheduled check-up, interrogation revealed the patient received inappropriate antitachycardia pacing therapy due to noise on both the right ventricular and atrial channels. The recommended programming change to the sensitivity setting was made. The patient will be monitored remotely. No adverse consequences were detected.

Manufacturer narrative:
The reported field event of inappropriate therapy due to oversensing was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.

Event description:
New information received states the device was explanted and replaced. No further information is available.